Event description:
It was reported that there was an elective replacement indicator was triggered. Also reported was that a power on reset occured. The patient had a cardioversion and the physician was wondering about what the programming changes were and when they occurred. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.